Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, loss of capture and low sensing was observed. The patient was not pacer dependant. X-ray showed that the lead was dislodged. The lead was repositioned successfully. The patient was well after the event.